Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 225cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 1.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively confirmed via mammogram, ultrasound, and MRI. On (B)(6) 2022, mentor failure analysis lab received two devices for evaluation with same lot number. Device analysis findings showed both implants were received ruptured and it's not possible to identify which device belongs the first reported left side device. Hence, this file was created to report device findings for the second device. Per paperwork received with the device, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3502251bc; serial number (B)(4) on the left side, and with catalog number 3502251bc; serial number (B)(4) on the right side on (B)(6) 2022.